Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during testing, the keypad flax was observed to be damaged near the up arrow button contact. The display was dim and discolored. The battery compartment was observed to be cracked. Additionally, the keypad cover was observed to be torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the keypad flex, a display issue, and damage to the battery compartment. This report is made based on results of investigation completed on 02/29/2016.